Event description:
It was reported that the safety device of the intravenous (IV) catheter malfunctioned during each IV stick attempted, leaving the needle exposed and the vein blown. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual, and functional testing could not be performed. A device history review (DHR) was performed, and found no discrepancies or abnormalities relevant to the complaint. No root cause could be determined as the complaint could not be confirmed.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08750 is no longer considered reportable, please disregard any MDR reports associated with it.